Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site and bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 23 mmol/l (414 mg/dl) while wearing the pod between 4 and 24 hours on the arm. Upon inspection, the adhesive was noticed to be wet, the cannula was not properly inserted into the infusion site and was found to be bent after removal. Hyperglycemia treated by applying a new pod and bolus.